Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pull ring cap on the patient line of the homechoice cassette was missing. The cap was not inside the overpouch. This was identified during setup of the device for peritoneal dialysis therapy, before patient connection. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to h6 and h11. H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.